Manufacturer narrative:
Ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in an 80-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage a, with a history of known coronary artery disease and renal insufficiency. Prior to device placement, a groin angiogram was performed, which demonstrated a high femoral bifurcation and significant vascular calcification. The managing physician was comfortable proceeding with femoral access using micropuncture technique and ultrasound guidance. Following placement, diminished pulses were noted in the accessed leg. Given these findings, the decision was made to remove the impella cp device and proceed with the intervention without mechanical circulatory support. The patient remained stable and survived to explant. The ischemia may be associated with access-site vascular compromise in the setting of high femoral bifurcation, significant arterial calcification, and large-bore femoral arterial cannulation.